Event description:
It was reported that during a sleeve procedure, that the gold cartridge did not fire correctly. The same stapler with a different reload was used to finish the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis found that one ecr60d cartridge reload was received for analysis. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired. Furthermore, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.